Event description:
The unit did not provide an audio tone at p.o.s.t. (Power-on-self-test) following the upgrade. There was no pt harm.

Manufacturer narrative:
The unit was requested back for evaluation but has not been returned.